Manufacturer narrative:
Medical product: act artic e1 hip brg 28x46mm s52 dia28; item#ep-200152; lot#399500; g7 bonemaster ltd acet shl 58g; item#010000706; lot#6455977; g7 dual mobility liner 46mm g; item#110024465; lot#919620; femoral stem 12/14 neck taper ext. Offset size 4 130 mm stem length; item#00811400410; lot#63051144. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision due to dislocation.

Event description:
Please refer to report 0009613350-2020-00053.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Trend analysis: no trend has been identified. Event description: it was reported that the patient has been implanted with the biolox head on (B)(6) 2019 and underwent revision on (B)(6) 2020 due to dislocation. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - this device is intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion: it was reported that the patient has been implanted with the biolox head on (B)(6) 2019 and underwent revision on (B)(6) 2020 due to dislocation. In vivo time of the device is 11 months. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).